Event description:
It was reported that the customer received a no delivery alarm after changing the battery and placing a new reservoir. The customer's blood glucose was 128 mg/dl. The customer was in the process of priming the insulin pump when the alarm occurred. Troubleshooting could not be performed because the customer had already repeatedly primed the insulin pump until she stopped receiving the alarm. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.